Event description:
A healthcare professional reported capsular contraction (baker grade unknown) (both side). This relates to right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right-side capsular contraction baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported right-side capsular contraction baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles on the surface of the shell. ¿ crease fold observed. ¿ observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right-side capsular contraction baker grade unknown. The device has been explanted.